Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that the lesion was a very tight, highly calcified lesion in the mid left anterior descending. During implantation of the xience v 3.5 x 23 mm stent, a distal edge dissection was noted. A xience v 3.5 x 12 mm stent was implanted to treat the dissection. No adverse patient sequelae were reported. No additional information was provided.